Event description:
Following successful deployment of the trunk-ipsilateral leg component of the gore excluder aaa endoprosthesis; the 12 fr introducer sheath (manufacture unk) was advanced and the device moved proximally, landing approximately 1 cm above the renal arteries. The physician was able to use a wire to pull the device back down into the corect position and the case was completed successfully. The physician does not attribute this event to the device. No adverse consequences to hte pt were reported.